Event description:
A cartridge change error was reported with the customer's pump, and there was no adverse impact to the customer's blood glucose level. Technical support guided the customer through inspecting and cleaning the pump's cartridge area, including removing an o-ring and using an alcohol wipe or lint-free cloth. Despite these efforts and filling a new cartridge, the customer was unable to successfully load the cartridge onto the pump. It was noted that further troubleshooting would be unnecessary since the pump was already set to be replaced in a separate issue.